Event description:
Adverse event(s): "15 minutes delay was caused" (no code available). Product problem(s): "pneumatic line collar was broken" (component, broken). A nurse reported that the pneumatic line collar was broken. The system was switched out to complete the vitreal portion of the case, causing 15 minutes delay. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the broken pneumatic connector and gave the customer an extra one of each of the connectors to keep as spares. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. The returned pneumatic male connector was found to be broken and a vit probe would not be able to securely fasten onto it. Root cause is unknown. (B) (4). (B) (4). (B) (4).